Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment cap was unable to attach to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was unable to be tightened due to a crack in the battery compartment causing separations in the threads. Unrelated to the original complaint, the pump case was found to be cracked and the display was found to be dim and discolored.